Event description:
The customer states that the new battery m3516a failed the capacity test. There was no sign of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.